Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to duplicate the reported issue. However, the fse was able to verify the alarms in the iabp¿s diagnostic error log and reported that no action was required since the user needs to inspect the iab circuit to make sure it is not loose. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) alarmed gas loss in iab circuit. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) alarmed gas loss in iab circuit. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.